Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duovent leaked from the y-site. The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 unique device identifier: as the lot number is unknown, the UDI will consist of the primary di only. Should additional relevant information become available, a supplemental report will be submitted.